Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On jun 24, 2021, olympus medical systems corp. (Omsc) received the literature titled "comparison of ultra-fine bronchoscope bf-mp290 and small-diameter bronchoscope bf-p290 in our hospital". This study was conducted on the biopsy for the lung field lesion of 580 patients. In the literature, it was reported as follows; the patients underwent the procedure between (B)(6) 2017 and (B)(6) 2020. The biopsy was conducted with ultra-fine bronchoscope bf-mp290 and small-diameter bronchoscope bf-p290. The complications were 55 patients. The complications included 27 cases of pneumothorax, 15 cases of infection, 10 cases of bleeding, and 3 cases of circulatory events. Omsc assumes that pneumothorax, bleeding and circulatory event were not identified as a relationship with the subject device because there is no indication in the literature. Whereas, omsc assumes that the infection was related to the subject device due to the biopsy was performed with the subject device. Omsc assumes that pneumothorax, bleeding and circulatory event were not identified as serious adverse events because there is no indication in the literature. Whereas, omsc assumes that the infection was a serious adverse event that causes or contributes to a death or serious injury due to the biopsy was performed with the subject device therefore, omsc assumes that 15 cases of infections were adverse events to submit. Based on the available information, specific information on the subject device and the patients were not provided. There is no description of the device's malfunction. Therefore, omsc will submit 15 medical device reports (MDR) of the subject device for the infection. This report is 8 of 15 reports for the infection.